Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the blue rubber seal is torn. All pieces were returned. A root cause cannot be determined; however, based upon evaluation of the device; a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 reports, regarding 40 devices, for this device family and failure mode. During this same time frame 1,591,926 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 during a robot-assisted gastrectomy and ¿the sound reduction cap valve was broken and fell into the patient's body. The fragment was visible inside the patient's body cabity and was retrieved using forceps.¿. There was no impact or injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2024 during a robot-assisted gastrectomy and ¿the sound reduction cap valve was broken and fell into the patient's body. The fragment was visible inside the patient's body cabity and was retrieved using forceps.¿ there was no impact or injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received